Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, after the pocket was opened, an insulation breach in the right atrial (ra) lead was noted and confirmed by visual examination. The physician repaired the ra lead. The patient remained in stable condition.